Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over500 mg/dl at the time of incident. The customer's current blood glucose was 250 mg/dl. The customer did not experience any symptoms related to the high blood glucose. The customer was treated with manual injection. Troubleshooting was declines for high blood glucose and under delivery. Customer report customer does not allege pump was under delivering. Customer stated that high pressure test was performed but it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.